Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) helix/lobe distorted/bent. Torque transfers to the tip when the is-1 pin is rotated. The helix was stretched and that prevents proper extension an dretraction of the helix.

Event description:
It was reported during the implant procedure that there was positioning difficulty. The helix could not be extended or retracted, it was stretched out and the lead could not be removed from the ventricle. A cardiac surgeon was able to remove the lead, and a new lead was implanted. There were no patient complications.